Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had first attempted to be implanted in maine where the health care professional (hcp) could not fit the lead into their spine. It was reported that the hcp kept trying to push it in there and it was a horrendous experience. They eventually gave up and the patient was not implanted at that time. The patient went to (B)(6) to be implanted by another hcp. This event occurred in (B)(6) 2004 but the specific date was not known. The device information was not known. The consumer confirmed the manufacturer of the devices that were attempted to be implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.